Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened act button dome switch (creased). No unlocked lcd keypad connector. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the button was unresponsive. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.